Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead, product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4); product ID: 977c165, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high impedances 0-7 electrodes. Some environmental/external/patient factors that may have led or contributed to the issue patient and his wife recall several small falls over the last year.  Diagnostics/troubleshooting performed, was reprogramming, interventions/actions that were taken to resolve the issue  reprogrammed the device and getting good coverage on the right leg using electrodes 8<(>&<)>10. In addition, patient was scheduled for an MRI. Patient came in but each time either wasn¿t charged or didn¿t have their remote. The MRI tech called and asked if rep could help. Rep arrived today and cliff had charged but forgot his controller. Rep turned the system off for their MRI. Since we had some time rep wanted to review his setting to make sure patient  was getting good therapy. This is when rep discovered the 0-7 electrodes we¿re over 10 k ohms. Rep tried to get coverage on his left side but was unable. Rep told him to try the program on his right. The issues was not resolved. May-05-2022 (rep): additional information was received from a manufacturer representative. It was reported that the cause of the high impedance was not determined, the pt also has a pump helping with his pain. It is unknown what the next steps are. Rep reported the high impedances have not resolved and the provider has not determined if they will address it right now.